Event description:
The pt suffered burns on each side of the mouth while undergoing a tonsillectomy. The burns allegedly occurred because there were cracks in the insulation of the electrode. The burns were treated with ointment and a plastic surgeon was consulted.